Event description:
Initially, the facility representative contacted baxter technical support to request information on how to print the event history from pca ii pump and report a patient death believed to be caused by "tampering of the device by a family member". The event involves a (B)(6) male patient admitted for surgery of his thumb on (B)(6) 2010 who was placed on a patient controlled analgesia (pca) ii pump post surgical repair. The patient expired on (B)(6) 2010 from unknown causes. It is possible tampering of the device occurred. The pump has been sequestered and the event history has been down loaded. The pump was programmed at concentration of 2mg per 1 ml, 2mg pca dose, with a 20 minute lock out, no continuous mode and a maximum of 6mg per hour. The technician indicated he did review the event history and noted 92 to 94 attempts for pca dosing. 24 mg of medication had been infused. Reportedly, the pump was set up on (B)(6) 2010 at 0800, however, it appears that the infusion was not started until (B)(6) 2010 at 1000. No infusion was noted on (B)(6) 2010. Reportedly, the device was kept in an "on" mode from (B)(6) 2010 until (B)(6) 2010. A the technician indicated that the facility did not report the event in (B)(6) 2010 as the facility did not feel the device was at fault. It is unknown if the medication syringe had been compounded by the facility pharmacy. The serial number of the device was provided. During a follow up call on (B)(6) 2010, the risk manager provided the following additional information: the patient was receiving morphine via the pca device. The risk manager was unable to confirm the programming on the device. Per the risk manager, the hospital does not suspect that the pca pump or the morphine were involved with the patient death. The patient reportedly overdosed on a multitude of medications (unknown). Cardiopulmonary resuscitation (CPR) was initiated without success. The risk manager declined to provide the listed cause of death. An autopsy was performed; however, the facility declines to provide the results of the autopsy. The risk manager indicated that the hospital legal counsel has advised she may not release any further information at this time.

Manufacturer narrative:
(B)(4). A request was made to the facility for return of the device to the baxter product analysis lab for evaluation. The facility has declined to release the device to baxter for evaluation. The facility has declined to provide a copy of the device log for review by baxter. An on site visit was offered to the facility and declined.

Manufacturer narrative:
(B)(4). The root cause of this incident was undetermined as the pump was not sent for evaluation. A labeling review found the pca manual to be adequated for the suspected user error identified in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.